Event description:
A customer reported a cgm error 42 during their sensor session. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, and after walking the caller through the reset process, the issue was resolved and the customer successfully started their sensor session.